Event description:
It was reported that the ventilator's tidal volume did not achieve. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
According to the information provided by the technician, the customer did not approve quotation and there was no on-site visit. It is unknown, if any alarm was generated due to tidal volume not being delivered or what was the finale solution. The device's logs were not provided for further analysis. The cause of the reported issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).